Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was introduced and on the second inflation, the balloon ruptured at 8atm. The device was removed without resistance and the procedure completed with another of the same device. No patient complications were reported and the patient status was good post procedure.